Event description:
A nurse reported a case of a posterior capsule tear, observed on a patient's eye during laser assisted cataract surgery. Upon follow up, reporter indicated the surgeon noted a two millimeter hole in the posterior capsule, however, no vitreous was lost, and patient was noted as doing well.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).